Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis event. Based on the provided information, there is no documentation that shows a causal relationship between this peritonitis event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation against any fresenius products involved in this event. There is a possible causal relationship between the peritonitis event and the user error further described as the patient reused their cassette for peritoneal dialysis therapy. There is also a probable causal relationship between the adverse event and the patient performing therapy in an unclean environment. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis coincident with peritoneal dialysis therapy. Upon follow up with a peritoneal dialysis registered nurse (pdrn), it was stated that the cause of the peritonitis was due to the patient reusing their cassette for therapy as well as performing therapy in an unclean environment. Peritoneal dialysis therapy was discontinued and the patient was placed on hold from peritoneal dialysis due to non-compliance. The peritonitis manifested as abdominal pain, cloudy effluent, nausea, and vomiting. The patient was not hospitalized for the event. The patient was treated with ciprofloxacin (oral, dose, frequency, and duration unknown) and vancomycin (intraperitoneal, dose frequency, and duration unknown) for the peritonitis. At the time of this report, antibiotic treatment was ongoing and the patient was recovering from the peritonitis event. The peritoneal dialysis registered nurse stated that the patient was awaiting retraining on proper aseptic technique. It was unknown when the patient would re-initiate peritoneal dialysis therapy. Additional information was requested but was unavailable.